Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the catheter of a bd nexiva¿ closed IV catheter system with dual port was leaking at the tubing junction. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: investigation level MDR a: DHR review - required for MDR qn database review - not required for level a. Eura review - required for MDR. Sample analysis - yes. DHR review - all relevant samples and challenges were performed per specification and in accordance with the in-process sampling plan on this batch. Qn database review - no reject activities related to this defect were found for this batch. Sample analysis - no sample was received for testing and evaluation. The customer's experience could not be confirmed or reproduced. Investigation conclusion: the defect described in the product incident report was not confirmed or replicated as units were not provided for this incident. Therefore a definite root cause could not be established.